Event description:
Reporter indicated that normal diagnostic testing has revealed high impedance results indicating a possible lead fracture. In addition, it was reported that the patient is not a twiddler and the patient was not experiencing any adverse events. X-rays were reviewed by the manufacturer. The entire lead could not be assessed since there was portion of the lead that was behind the generator. There appeared to be no gross fractures or discontinuities on the portion of the lead that was visualized. There was a suspected acute angle prior to the first tie-down and after the lead bifurcation; however, this could not be confirmed due to image contrast. Good faith attempts are currently being done to obtain additional information. No system diagnostic testing was performed since the patient was set at 0.75ma.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
Additional diagnostic data was provided showing that the patient had high impedance on multiple system diagnostic tests. The patient was considering having a generator replacement due to battery depletion. No known surgical intervention has taken place to date.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: follow-up report #1 inadvertently did not report system diagnostic test results known at the time of the report from 2014.

Event description:
Report was received from the patient's former neurologist office that although high impedance was noted up until 2014, no intervention was ever taken to resolve it. Further information was also received while the patient was in surgery for a battery replacement. When the surgical staff attempted to perform pre-operative system diagnostics, the generator could not be interrogated due to being at end-of-service. After replacing the generator, system diagnostics were run and showed high impedance. The lead pin was re-inserted 3 different times, but high impedance was not resolved. The lead was not replaced, and the new generator remained off. No other relevant information has been given to date.